Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The returned filter was evaluated. As received, it was noted that one hook was missing on one leg. All arms and legs on the filter were present. The broken hook wire diameter was measured and confirmed that the diameter was within the approved specification. All other hooks on the filter were measured and were also within specification. It appears that the detached hook is a fatigue break just distal to the taper grind at the start of the radius of the wire. It is unknown if procedural or patient factors may have contributed to this event. Filters are processed through an "exercise" step, which cycles filters through extremes of heat and cold three times, then are 100% inspected for correct configuration and dimensions. Filters are then 100% quality control inspected for correct configuration and dimensions. The results of this investigation are inconclusive and the definitive root cause is unknown. The information for use of this product states: complications may occur at any time during or after the procedure. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.

Event description:
Radiologist successfully removed the filter, but when he looked closely he noted that one of the feet/hooks was missing.